Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient.the original specimen was re-tested in duplicate and the repeated results were within the normal reference range. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a serum tube.qc was within the customer's established ranges. A system check performed on 03/22/10 failed.a field service engineer (fse) was dispatched: a) the fse found dirty aspirate probes. B) the fse performed a major preventive maintenance (pm). B) the fse conducted a system check testing and a precision run; all results met published performance specifications.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.